Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber shutdown after 67,339 joules and 12:42 minutes of use. The fiber was exchanged, and the second fiber exhibited the same issue after 87,346 joules and 17:23 minutes of use. The procedure was completed with a third fiber. There were no patient complications. Analysis of the returned fiber identified that the metal and glass caps were detached.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass and metal caps were detached, and not returned. The level of devitrification and detritus could not be determined due to the missing glass and metal caps. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify further signs of breaks along the fiber body. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Based on analysis results and information available, it is probable that the interaction between the user and device, caused or contributed to the observed fiber damage and reported event. The device instructions for use instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.